Event description:
The user facility alleges that they had multiple events of the oxygen line disconnecting from the resuscitator housing in january and february. There was no patient compromise for any of these reported events.